Manufacturer narrative:
Reported event of handle cannula break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found residue present indicating use or handling. The customer only returned the distal portions of the coil and wire basket assemblies. The basket was extended and the tip was intact. The coil assembly was noted to be buckled and stretched. An examination of the coil assembly revealed that the outer sheath was cut from the tip and the distal portion including the side-car rx was removed not returned. Additionally, the pullwire was cut from the tip and the proximal portion was not returned. A material review of the broken component found no anomalies and concluded that the sub assembly basket component met the specifications. The proximal portion of the device was not returned for evaluation and the reported failure cannot be verified. Since a specific cause of the reported failure cannot be identified; the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the physician performed a cholangiogram with contour ercp cannula, maximum papillotomy with ultratome xl and sphincteroplasty with a cre balloon, the physician captured stone approximately 2cm using the trapezoid¿ rx lithotripter compatable basket. The physician then attempted to remove the stone; however removal failed due to the size of the stone. An attempt to crush the stone manually was made however the basket failed to crush the stone. An alliance ii handle was then used in conjunction with the trapezoid¿ rx lithotripter compatable basket and as the physician applied pressure slowly in an attempt to crush the stone or release the tip, the handle cannula broke and the sheath was torn. The physician removed the scope and left the basket with the stone inside the patient. A sohendra rescue device or other lithotripsy rescue device was not available and the patient was sent to surgery where the stone and basket were removed successfully from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Medications used pre-procedure: ceftriaxone, omeprazole. During procedure: tiva with inj.propofol. Post-procedure: ceftriaxone,metronidazole,omeprazole,viseralgin,tramadol.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the physician performed a cholangiogram with contour ercp cannula, maximum papillotomy with ultratome xl and sphincteroplasty with a cre balloon, the physician captured stone approximately 2cm using the trapezoid¿ rx lithotripter compatable basket. The physician then attempted to remove the stone; however removal failed due to the size of the stone. An attempt to crush the stone manually was made however the basket failed to crush the stone. An alliance ii handle was then used in conjunction with the trapezoid¿ rx lithotripter compatable basket and as the physician applied pressure slowly in an attempt to crush the stone or release the tip, the handle cannula broke and the sheath was torn. The physician removed the scope and left the basket with the stone inside the patient. A sohendra rescue device or other lithotripsy rescue device was not available and the patient was sent to surgery where the stone and basket were removed successfully from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Medications used pre-procedure: ceftriaxone, omeprazole. During procedure: tiva with inj.propofol. Post-procedure: ceftriaxone, metronidazole, omeprazole, viseralgin, tramadol.